Event description:
I had a medtronics spinal stimulator implanted in 2008. I had revision of the battery in six months later. I have nothing but problems and added pain since the implant. I had mentioned several times that even when the stimulator was supposed to be off I could still feel the current going down my leg. I went in two weeks ago to have the stimulator programmed by the medtronics rep. I was electrocuted for several seconds. That may not seem like a long time but when you are being shocked from head to toe over and over again it seems to be forever. My head slammed against the wall, I had no control over my limbs, I was screaming for him to turn it off, right before I was about to pass out he got it off. He admitted that he had not seen that happen before and that he didn't know what happened, I am now waiting to have another surgery to have it taken out. My doctor said this has caused more pain, frustration and problems then it's worth. I will again have to be cut open in the front and in the back to get the implant out. This device has not been perfected and needs to be taken off the market. Under the right conditions 9 volts which is what the battery holds is enough to kill someone -depending on the amps someone needs to be held responsible for letting this device into the public under the assumption that it will help, and that it is safe. Dates of use: 2008. Diagnosis or reason for use: spinal stimulator. For failed back surgery syndrome.